Event description:
It was reported that the patient presented to hospital for an implant procedure. During the procedure, it was noted the helix of the left bundle branch area pacing lead (lbbap) was distended and exhibited unstable parameters. The lbbap lead was not used and replaced on (B)(6) 2025. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.